Event description:
During a laparoscopic cholecystectomy, the surgeon was using a laparoscopic cautery tip attached to a reusable cautery cord. While holding the tip, sparks appeared and the cord broke part at the connection to the instrument. The instrument was removed from the sterile field.